Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case intermittently did not clip securely to the customer's waistband. Subsequently, the pump fell, causing multiple infusion sets to be pulled out. There was no reported adverse impact to the customer¿s blood glucose level. No additional patient information was available.